Event description:
A nurse reported during surgery, the surgeon experienced low phaco power. The handpiece was exchanged but did not solve the problem. The system was then switched out and the case was completed. There was a reported delay of 20 minutes while the staff was troubleshooting and exchanging the system. The nurse indicated that they were able to use the system later in the day after discovering the settings had been changed by the facility's biomedical engineer while performing preventive maintenance on the system prior to the day of surgery. There was no pt impact reported.

Manufacturer narrative:
The facility did not request service. The nurse indicated that they were able to use the system later in the day after discovering the settings had been changed by the facility's biomedical engineer while performing preventive maintenance on the system prior to the day of surgery. (B)(4).